Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) also reported that the patient line had become disconnected in initial drain. The hp reconnected herself. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm, advised to set up with new supplies and to notify the nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed, and determined to be caused by the patient line disconnecting in initial drain. Additional information: a labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint.

Manufacturer narrative:
(B)(4). This complaint for the report of system error 2240 alarm was not confirmed and the cause was undetermined.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.